Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level from 400 (mg/dl) to the pump displaying "high" reading; value was unknown with moderate level of ketones. Manual injection was administered to address bg level. System check was performed with tandem technical support and verified that the customer uses humalog insulin and changes the supplies on day 3. A supply change was performed and, at the time of the reported event, bg was within range.